Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Part # 04.037.254s; lot # 542p781; manufacturing site: (B)(4); release to warehouse date: 03 dec2021; expiration date: 01 dec2031; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, imaging confirmed osteosynthesis failure with tfna nail at fracture proximal femur two months after surgical stabilization of a subtrochanteric right femur multi-fragment fracture. The patient reported sudden pain spreading to the right knee, with no stability since then. There is no trauma remembered. Rehospitalization and revision surgery required to retrieve the fractured implant and reosteosynthesis in the same session with corresponding intra- and postoperative and anesthesiological risks. A surgical delay of 171 minutes was reported. This report involves one (1) 12mm/130 deg ti cann tfna 340mm/right-sterile. This is report 1 of 2 for (B)(4).